Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique prior to a diagnostic coronary procedure. Reportedly, when the plunger was pulled, no suture was attached to the needle. The use of the pre-close technique was abandoned. The diagnostic coronary procedure was completed via a small bore hole and hemostasis was achieved with a non-abbott device post procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.